Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the filter was implanted due to deep vein thrombosis and pulmonary embolism. The patient had a history of chronic renal insufficiency, diabetes, hypercoagulable disorder, noncompliance with coumadin. Approximately 8 years, 4 months post implantation, patient underwent a computerized topography (CT) scan. The images from the scan were reviewed approximately 1 year, 2 months after the scan with the following findings: the superior end of the cordis trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly and contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 4mm. One (1) anterior strut touches adjacent small bowel. Thrombus within the ivc or filter cannot be evaluated on this non-contrast study. No fracture fragments are identified. The impression documented by the physician following the review was: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. The original function of this ivc filter is permanent and therefore, cannot be removed by a percutaneous approach. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 9 years, 7 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilt, and device unable to be retrieved, but no retrieval attempt has been made. The patient also reports suffering from constant pain in upper inner thigh, and anxiety.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the filter was implanted due to deep vein thrombosis and pulmonary embolism. The patient had a history of chronic renal insufficiency, diabetes, hypercoagulable disorder, noncompliance with coumadin. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc. Approximately 8 years, 4 months post implantation, patient had a CT scan that revealed the superior end of the trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly and contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 4mm. One (1) anterior strut touches adjacent small bowel. Thrombus within the ivc or filter cannot be evaluated on this non-contrast study. No fracture fragments are identified. The infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. The ivc filter is permanent and therefore, cannot be removed by a percutaneous approach. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilt, and device unable to be retrieved, but no retrieval attempt has been made. The patient also reports suffering from constant pain in the thigh, and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and thigh pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Event: additional information received per the discovery form (df) indicate that the patient has a history of blood clots. The form also states that the patient experienced anxiety and has received pain medication as treatment for leg pain. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was dvt (deep vein thrombosis) and pe (pulmonary embolism). The patient had a history of blood clots, chronic renal insufficiency, diabetes, hypercoagulable disorder, noncompliance with coumadin. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc. Approximately 8 years, 4 months post implant, a CT scan revealed the superior end of the cordis trapease ivc filter was at the l2-3 interspace. The ivc filter is tilted anteriorly and contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 4mm. One (1) anterior strut touches adjacent small bowel. Thrombus within the ivc or filter cannot be evaluated on this non-contrast study. No fracture fragments are identified. The impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. The original function of this ivc filter is permanent and therefore, cannot be removed by a percutaneous approach. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilt, and device unable to be retrieved, but no retrieval attempt has been made. The patient also reports constant pain in upper inner thigh treated with medications, and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.